Event description:
Caller reported tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer previously experienced similar alarms and attempted corrective measures before cts provided further assistance. Despite efforts to walk customer through loading a new cartridge, more alarms ensued, leading to a decision for pump replacement. Customer was advised on using insulin via mdi as backup therapy and informed about receiving a pump with updated software. Instructions were given regarding the storage mode preparation of the old pump and steps for the new pump, all of which the customer acknowledged. A replacement pump was shipped to the customer, who requested a delivery signature, and arrangements were made to return the problematic pump to tandem.